Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that while in the cardiac care unit, the intra-aortic balloon (iab) was prepped per instruction. The iab was removed from the tray "carefully". The "experienced" md inserted the spring wire guide (swg) and then the sheath. The md inserted the iab "about half-way through the sheath" when difficulty was met and the insertion was "not smooth". The md decided to "pull out the iab" and after the iab was removed, the md found that the tip of the iab was bent. Another iab was prepped and inserted without difficulty. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no reported delay or interruption in iabp therapy. There were no reported pt complications and the pt outcome is listed as stable. Add'l info received on (B)(6) 2011 from the distributor indicated that the insertion site was the femoral artery and the pt did not have a tortuous anatomy. The iab and sheath were removed as one unit. The md used another arrow iab in the same insertion site.